Manufacturer narrative:
This report is submitted on august 12, 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020. The patient was not reimplanted with another device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 11, 2020.